Manufacturer narrative:
The device was received for evaluation on 25-mar-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and before the operation, the sterilization package (primary package) was broken, after the carton was opened. A second device was used to complete the operation. There was no adverse event reported on patient. The device was not used in patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection was performed. It was detected during visual inspection that the device was returned opened, out of the pouch, without tray or other components. Only the transparent part of the pouch was received. No anomalies were observed on the catheter or the part received of the pouch. However, a video was received where it can be observed a pouch perforation. A manufacturing record evaluation was performed for the finished device number 31451270l, and no internal actions related to the reported complaint were identified. The packaging issue reported can be confirmed based on the video provided by the customer. The potential cause cannot be determined, as further analysis could not be performed due to the device conditions observed. The instructions for use (IFU) states: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and before the operation, the sterilization package (primary package) was broken, after the carton was opened. A second device was used to complete the operation. There was no adverse event reported on patient. The device was not used in patient.